Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: no stent was returned with the device. As per the event description, the stent was implanted without issue. The balloon was returned in a deflated state. Crimp stent markings visible on the balloon. The distal balloon showed signs of bunching. Solidified contrast media was visible in the lumen. No issues noted with neck at proximal bond. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. No issues noted with the hypotube alignment and no blocks were noted on the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found solidified contrast media in the lumen. No other issues were noted on the shaft polymer extrusion. An attempt was made to inflate device, but the device could not inflate due to solidified contrast media. The device was placed into a 37deg water bath. Another attempt was made to inflate device, but again the device could not inflate due to solidified contrast media. The device was again placed into a 37deg water bath. Inflation was verified, by inflating the balloon to its rated burst pressure without issue. However, an error results were noted saved. Twelve days later inflation and deflation testing was repeated. At this time a recommended 0.0140 inches guidewire successfully loaded through the tip. Balloon inflated successfully to 16atm, a vacuum was pulled, and the balloon deflated in 15 seconds (measured within deflation time of less than or equal to 16 seconds). The inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that failure to deflate a balloon occurred. A 3.50 x 12 synergy stent was deployed and implanted in the target lesion. The stent balloon did not deflate completely after the stent implant. Despite the removal difficulty, the guide could be removed. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that failure to deflate a balloon occurred. A 3.50 x 12 synergy stent was deployed and implanted in the target lesion. The stent balloon did not deflate completely after the stent implant. Despite the removal difficulty, the guide could be removed. The procedure was completed and no patient complications were reported in relation to this event.